Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures at the time of self test and trouble with display. The customer's blood glucose value was 125 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the insulin pump history file due to broken trace at pin 6, keypad assembly. Also moisture damage found on the electronic assembly during visual inspection.